Event description:
A customer contacted beckman coulter regarding erroneoulsy elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 11.1ng/ml. The result was not reported out of the lab. The customer repeated the pt original sample for accu tnl and obtained 2 results of 0.01ng/ml. It is unk if the repeat testing was performed in duplicate or the sample was ran twice. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.